Manufacturer narrative:
Section e3: occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number unknown, compared to a laboratory result using an unknown method. On approximately (B)(6) 2023, the meter result was 5.7 inr. The laboratory result within 4 hours was 4.1 inr. The patient's warfarin dose was decreased. Clarification on which result the dosage decrease was based on was requested but not provided. The patient stated that they were taking antibiotics when they received the elevated meter result. Per product labeling, "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr)." The patient¿s therapeutic range is 3.0 - 3.5 inr. The patient's testing frequency is every 2 to 3 weeks.